Event description:
It was reported that the autopulse platform indicated user advisory 7 (discrepancy between load 1 and load 2 too large). No other info was provided.

Manufacturer narrative:
Zoll medical corporation has not yet received the device. A replacement report will be submitted if the device is received and when it is evaluated.